Event description:
A nurse reported that, the ophthalmic handpiece had no phacoemulsification power. The surgery was not completed. There was no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, there was a hp was returned for investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The handpiece was received for testing on this investigation. A visual assessment of the returned sample found a broken connector tether. The sample was connected to a calibrated resistance breakout box, where its input and output impedance was found to be within specification. Additional testing found the resistance and dissipation between low electrode and high electrode to both be within specifications. The returned sample was connected to a calibrated system. System message (sm). Displayed when the handpiece attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The root cause of the reported event can be attributed to broken wires within the cable jacket near the connector strain relief. However, how or when the wires broke remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).